Event description:
Instrument failure - instrument broke, pieceleft in patient.

Manufacturer narrative:
The agent reported that (the calibrated drill bit broke during surgery. Female, 85) this event occurred during surgery, near the patient. No response was received by the surgeon. Agent will continue to request a response. The surgery was completed as intended, with a fifteen-minute delay. The instrument was inspected prior to use and was deemed acceptable for use based on its appearance. The agent was present during surgery and was able to source a suitable replacement device. RMA examination: the reported instrument was not returned to djo surgical for evaluation. Per product feedback form, part of the instrument was left in the patient and the rest of the instrument has been discarded. No further evaluation can be made for this event. This customer complaint will be closed. The revision level or lot number were not reported; therefore, this instrument could not be linked to a specific device history record (DHR) or the actual date of manufacture could not be determined with confidence. Complaint database review showed no previous complaints and there were no indications that this instrument has a design or material deficiency. The root cause of this complaint is difficult to determine since the device was not returned for evaluation. It is likely attributable to damage incurred from prolonged use and through misuse or rough handling which surgical instruments are subjected to. This is not an event associated with a product failure, malfunction, or issue.